Event description:
It was reported that inflation could not be maintained on one, size 8 lpc, low pressure cufffed tracheostomy tube. This was detected during the pre-insertion inflation test for a scheduled device change-out. A second device was available and used with no further problems encountered.there was no direct patient involvement or reported compromise. The 8 lpc device was returned to the manufacturer for identification, analysis and investigation on 11/24/97.